Event description:
Boston scientific received information that there was a replacement procedure due to a defective right ventricular (rv) lead. In addition noise was noted on the shock channel. The rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.